Event description:
It was reported that the bd intima-ii IV catheter experienced catheter kinking during infusion. The following information was provided by the initial reporter: at 11:00 on (B)(6) 2023, he was admitted to the hospital with vitreous hemorrhage due to blurred vision in the right eye for 3 days. After admission, he was given secondary care by intravenous infusion of vasodilator drugs and neurotrophic drugs. At 09:30 on (B)(6) 2023, a closed intravenous indwelling needle was used for centralized infusion, and the patient was indwelled in the vein. After the puncture is successful, see blood return, withdraw the steel needle, the liquid does not drip, and the soft needle has no effect, pull out the needle immediately. It was found that the soft needle part is bent so that the liquid does not drip. Inform the patient, the patient expresses understanding, and changes the new airtight venous indwelling needle to puncture again, and the puncture is smooth, and the transfusion is smooth, causing secondary puncture injury to the patient, increasing the workload of the nurse.

Manufacturer narrative:
H.6 investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 2286625 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.